Event description:
The customer advised their client experienced issues with the serum separating from the blood. The customer advised they confirmed the client allowed the tubes to clot properly. After centrifuging the specimen 5 times, they did not separate.

Manufacturer narrative:
Complaint (B)(4): a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 15rk and 46pc 455071p/b24013mv for evaluation. Also received 3pc 455071p/b24013mv (biohazardous). Received customer pictures. We have no further inventory of the material/batch. According to our investigation, the alleged malfunction is justified and recall 24-150 was initiated. Samples received; type of investigation, investigation findings, investigation conclusion; recall.